Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that is was hard to turn the handle of the impactor when it was attached to the blade. The impactor was finally attached to the blade and the blade was locked without a problem. The surgery was completed successfully. Concomitant device: unknown pfna blade (part# unknown, lot# unknown, quantity# 1). This report is for one (1) impactor f/pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the instruments is in a well-used condition with impression marks and scratches, from its regular use through its 14 years lifespan. During investigation a functional test was performed. The instrument passed the functional test, as we are able to attach and detach (assemble and disassemble) a blade. The article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. The review of the production history revealed that this item was manufactured in march 2006 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. We are not able to reproduce or confirm this incident, as the part is fully functional. Unfortunately, we are not able to determine the reason for this occurrence, but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 356.823, lot: 2182325, manufacturing site: bettlach, release to warehouse date: 04.mar.2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.